Event description:
Ra and rv iegm channels displayed noise starting after (B)(6) 2021. The patient received several inappropriate shocks and this lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead body. In particular 17 cm proximal to the lead tip the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing leading to shocks. Based on the characteristics of the damage mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.